Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a non-bsc representative reported that a lead extraction procedure was to occur, as a result of an infection. Additional information was sought from the local area sales representative, however, at this time, additional information was unavailable.